Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 3. Reference MFR. Report#: 3006705815-2017-01141. Reference MFR. Report#: 1627487-2017-04952. It was reported the patient was receiving ineffective stimulation coverage from her scs system. As such, the patient underwent surgical intervention on (B)(6) 2017 wherein an additional lead was added. Post-operative, the patient did not receive better coverage. No additional information is known at this time. It is unknown which lead caused the ineffective stimulation, therefore all suspected devices are being reported.

Event description:
Device 2 of 3 . Reference MFR. Report#: 3006705815-2017-01141. Reference MFR. Report#: 1627487-2017-04952. Follow-up information revealed impedance checks, reprogramming and x-rays were taken prior to surgery. In addition, the patient is receiving effective stimulation coverage and no further interventions will be undertaken.